Event description:
It was reported that the burr became stuck on the wire. A 1.25mm rotapro and rotawire were select for a procedure in the severely calcified and moderately tortuous left circumflex artery. During the procedure inside the body, resistance was strong during insertion of the burr. The burr and wire were removed from the patient together. The procedure was completed with another of the same device. There were no patient complications.